Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the patient ventilation was interrupted while the device switched off and on automatically. The device was immediately replaced. The patient had difficulties breathing and the spo2 declined. No resulting injury was reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. On(B)(6) the device was operating between 8:32 am and 8:39 pm. At 10:02 am a successful device check was performed. During the entire timeframe there were multiple application-related alarms such as "vt low", "airway obstructed?", "apnea", "airway pressure high" and "disconnection?". As a result of the high airway pressure the device performed several pressure releases to protect the patient. In addition, the device was switched off and on by the user multiple times during this time. Between 6:22 pm and 6:26 pm a ¿neonatal flow sensor failure¿ was detected while the device was in standby mode shortly prior to being switched off. The neonatal flow sensor is a consumable part, and no further alarm was given after the device was switched on again. Based on the log entries there is no indication of a of the ventilation or a reboot. The alarms regarding disconnection and obstruction indicate that there was an issue with the breathing circuit. The device reacted as specified to the situation by posting visual and audible alarms to alert the user. The number of similar events is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the patient ventilation was interrupted while the device switched off and on automatically. The device was immediately replaced. The patient had difficulties breathing and the spo2 declined. No resulting injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the patient ventilation was interrupted while the device switched off and on automatically. The device was immediately replaced. The patient had difficulties breathing and the spo2 declined. No resulting injury was reported.